Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead underwent a non-device related procedure. In order to complete the procedure this rv lead required repositioning. At the post-operation check the following day loss of capture at maximum outputs was observed. An invasive procedure was performed and this lead was replaced with another manufacturer's lead. No adverse patient effects were reported.